Event description:
It was reported by the clinician that there is a problem with a variance between the real priming volume (measure with a syringe) and the priming volume indicated on the extension line of the catheter. The difference is approx 30%. Users are aware of the problem because pts had heparin in blood. At first, they believed it was a nurses mistake as they do a lock of the catheter with heparin. But after investigation, they realized that it is an issue with the priming volume of the catheter. There have been no pt complications reported.

Manufacturer narrative:
Sample will not be returned for eval.